Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant ruptured". This record is for the left side. Device was explanted.

Manufacturer narrative:
Photo evaluation: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe as it is a physiological phenomenon. ¿ pain: unable to observe as it is a physiological phenomenon. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a2, b3, d1, d2a, d2b, d4, d6a, d6b, h4, h6

Event description:
Patient reported "implant ruptured". This record is for the left side. Device was explanted.